Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing pain and itching at the ipg site. The patient underwent a revision procedure where the ipg was moved to a different location. The patient was doing well post-operatively.